Event description:
The reported description notes that the bedside monitor failed to produce a pt alarm. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor failed to produce a pt alarm. No pt harm was reported. Pt harm/serious injury is possible should the user not be alerted to a change in the pt's condition beyond the reconfigured alarm parameter. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.